Event description:
It was reported that the ventilator had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, after increasing the pressure settings, the baby began to show signs of increased work of breathing and clinical struggle, drop in flow with no corresponding increase in proximal pressure was noticed. The device passed pre-use check. Evaluation of provided device logs revealed possible patient disconnection during use. The device was investigated on-site. Information about defective part was not provided. Alarms such as peep high, expiratory minute volume: low, paw high, vt insp. Overrange and inspiratory flow overrange indicate an excessive leakage in the patient circuit or an increased expiratory resistance in the patient¿s breathing system. These alarms may indicate insufficient ventilation to the patient or no ventilation. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause to the reported issues has not been determined.